Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with adjusting their carbohydrates setting. Customer reported a low blood glucose (bg) level of 67 mg/dl. Customer drank juice to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their carbohydrate setting.